Manufacturer narrative:
Insulin pump was received with intermittent button response and button error alarm, due to corroded keypad traces. Insulin pump had minor scratches on lcd window, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported that the insulin pump received a button error alarm. Customer stated he does not recall any events leading to the alarm. It was reported that the blood glucose was 527 mg/dl; customer treated with manual insulin injection. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.